Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-82170-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing seizure. It was also reported that the patient felt shocked when the stimulator was turned on.

Manufacturer narrative:
Additional information was received that the patient's seizure episodes were related to a disorder that was diagnosed prior to stimulator implant and was not device related. The patient was prescribed medication for seizure. The patient had reprogramming done and was doing well.

Event description:
A report was received that the patient was experiencing seizure. It was also reported that the patient felt shocked when the stimulator was turned on.